Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while stapling the duct and artery, the stapler would not fire. Another handle was used to complete the case. There was no patient injury.